Event description:
It was reported that the patient received two shocks due to t wave oversensing. The caller stated that the sensitivity was going to be decreased to try to prevent the t wave oversensing. The lead remains in use. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: performance data was collected from the device and has been analyzed. Sensing/oversensing: ventricular short interval count v-sic=1642 counts, in 144.73 days, between (B)(6) 2012.

Event description:
It was reported that the patient received two shocks due to t wave oversensing. The caller stated that the sensitivity was going to be decreased to try to prevent the t wave oversensing. The lead remains in use. No further patient complications were noted as a result of this event.